Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a slight deployment failure occurred due to the patient¿s calcification on the non-coronary cusp (ncc). It was confirmed through point of no recapture that the ncc lower end was positioned at 4mm while the left coronary cusp (lcc) lower end was at 2-3mm. The valve was not placed very close to greatercurvature, but rather was in the center. It was determined that even if the valve was tilted, it would not rise on the lcc side, so the team decided to place the valve. During deployment, the ncc side gradually went up and at the same time as the valve was fully released, it dislodged to the top. The lower end of the valve was raised upwards from the sinotubular junction (stj) using a snare catheter. A second valve was placed. No additional adverse patient effects were reported. Additional information was received that indicated that prior to valve implant, a pre-implant balloon aortic valvuloplasty was performed twice using a non-medtronic balloon. The valve was deployed over a medtronic guidewire, and the deployment starting point was at the bottom of the pigtail catheter. Following the valve dislodgement, the bottom of the inflow portion of the valve was positioned approximately 3 mm below the stj.

Manufacturer narrative:
Updated data: b5. Second paragraph added h11. Product ID: d-evolutfx-2329 (lot: 0012054719); product type: 0195-heart valves product ID: l-evolutfx-2329 (lot: 0012033766); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a slight deployment failure occurred due to the patient¿s calcification on the non-coronary cusp (ncc). It was confirmed through point of no recapture (ponr) that the ncc lower end was positioned at 4mm while the left coronary cusp (lcc) lower end was at 2-3mm. The valve was not placed very close to greater curvature, but rather was in the center. It was determined that even if the valve was tilted, it would not rise on the lcc side, so the team decided to place the valve. During deployment, the ncc side gradually went up and at the same time as the valve was fully released, it dislodged to the top. The lower end of the valve was raised upwards from the sinotubular junction (stj) using a snare catheter. A second valve was placed. No additional adverse patient effects were reported.